Manufacturer narrative:
H3 evaluation summary. The device was returned and found to be functioning properly. The device passed the vats test and shows normal device characteristics. All telmetry, pacing, sensing, ECG ram and defib output was verified to be functioning properly. The cause of the slightly low battery voltage is not known.